Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported consistently failing downstream occlusion test at 3 to 4 per square inch, which was reproduced during evaluation. A review of the event history log identified multiple "downstream occlusion!" Alarms. The cause was determined to be an out of specification downstream tubing guide. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a consistently failing downstream occlusion test. There was no known patient injury or medical intervention associated with this event. No additional information is available.